Manufacturer narrative:
Product analysis found: (B)(4): unexpected exit/software unresponsive (B)(4): instrument can't verify. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. There was no patient present. It was reported that a suretrak cranial was unable to re-verify normally in cranial. A passive blunt probe and suretrak black were used then.